Event description:
This lead was explanted and replaced due to rv lead failure from noise and inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. All fragments were received for analysis. Only the proximal fragment was received for analysis. The returned lead parts were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments. The distal lead fragment showed a rubbed through insulation around 8 cm proximal to the lead tip. This damage can be considered to be the root cause of the reported oversensing that led to shock delivery. The characteristics of this damage indicate severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis showed deformations of both shock coils which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.